Manufacturer narrative:
The medical center discarded the impella product and as such no investigation was conducted. The cause of the limb ischemia that prompted pump explant is presumed to be patient condition. The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock. She was suffering from vt (ventricular tachycardia) storm and after being cardioverted multiple times she had an impella cp placed for hemodynamic support. The impella was placed via the right femoral artery. As her care needed escalation, she was transferred to the tertiary center. When admitted to the tertiary center the impella limb was observed to be ischemic. The limb was seen to have become pulseless. When the team at the tertiary hospital was unable to successfully perfuse the limb, after failing to place a distal perfusion line, the impella was explanted and an iabp (intra-aortic balloon pump) was placed instead.